Event description:
It was reported that the shaft break occurred. The occluded target lesion was located in the middle of left circumflex. During preparation of a 2.5mm x 15mm quantum maverick balloon catheter, the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was visually and microscopically examined. At 73.1cm distal from the strain relief, the hypotube was separated. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that the shaft break occurred. The occluded target lesion was located in the middle of left circumflex. During preparation of a 2.5mm x 15mm quantum maverick balloon catheter, the delivery shaft was fractured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.